Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the (B)(4) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a patient's legal rep. The complaint states that following implant of polyform mesh the patient suffered serious an injury. The date of implant of the mesh is (B)(6) 2010. The patient is identified as "kab". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6). The physician who treated the patient is (B)(6). The production part number and lot number is unk.

Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - refer design fmea and polyform product insert (instructions for use).